Event description:
The pump was returned for investigation. Investigation revealed that the battery cap was damaged and had stripped threads. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 12/05/2013.

Manufacturer narrative:
Device evaluation:the battery cap has been returned and evaluated by product analysis on 12/05/2013 with the following findings: evaluation revealed that the battery cap had stripped threads and did not secure tightly to the test pump. (B)(4).